Event description:
Attorney reported: in 2006- patient underwent surgery for repair of an umbilical hernia procedure. During this procedure, physicians implanted a bard ck mesh. The mesh was implanted to repair an incarcerated umbilical and epigastric hernias. In 2007 - patient was admitted to the hospital due to an increased drainage from abdominal wound, a massive infection and a large abscess. Patient underwent endoscopic surgery for chronic abscess and abdominal wound drainage. An opening was made over the draining site and dissection carried down to the mesh and this was removed as a likely source of the infection. The wound was laid open in its entire distance. The granulation was coming up to the umbilicus where debrided out and it obviously came from the area of the mesh. The area of the wound was left open, a bulky dressing was applied. Patient was sent home and made doctors visits once a week. On the event date - patient was admitted to the hospital to remove the kugel patch that was the source of the infection and wider injuries. He was placed on several courses of oral antibiotics and also underwent an incision and drainage of an abscess because of a painful swelling and fluctuance of the wound. A drain was placed for drainage of the anticipated postoperative seroma.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.